Event description:
A customer reported receiving erroneous glucose results from an Abbott Diabetes Care device. The customer received sensor scan results of 40.00 mg/dL compared to readings of 152.00 mg/dL respectively obtained on a Meter and the results, when plotted on a Parkes Error Grid, fall into the C Zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete.All pertinent information available to Abbott Diabetes Care has been submitted.